Event description:
It was reported that the driveline (dl) sheath of the ventricular assist device (vad), exhibited damage described as normal wear and tear. Upon removal of a sheath repair that had previous been performed by the clinic, damage of the outer sheath was found. There were no exposed wires or alarms with dl manipulation. A dl sheath repair was performed and the dl remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 5076-52 and 694765 leads implant date: (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline cable associated with the ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that the vad (B)(6) had previously been serviced. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to the outer sheath and evidence of a self-repair. The visual evidence also revealed discoloration of the outer sheath. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the investigation conducted under capa00188, the most likely root cause of the driveline sheath damage and the observed discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.